Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire that the compressor on the avea ventilator was not engaging and the o2 cell was bad. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the compressor. The fsr performed the operational verification procedure (ovp) and user verification test (uvt), all passed. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to an internal issue with corrosion inside the crankshaft assembly, the bearings and the motor brushless housing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.